Event description:
It was reported that the handpiece began overheating during an internal quality investigation--not during any customer procedure. There was no user injury or any patient involvement.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was confirmed. Based on the investigation details, likely causes for the overheating were problems with the motor and bearings, which were each replaced along with other components as part of preventive maintenance. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.